Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's body cavity. The broken off fragment could be retrieved successfully with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: thermo-mechanical fatigue, wear and tear, and/or improper handling (impact, shock). The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.